Manufacturer narrative:
The referenced contact with the patient's clinicians involves a recent subdural and brainstem hemorrhage and was reported under medwatch mr report# 2916596-2017-01010. Approximate age of device - 1 month (from implant to the estimated onset of the driveline infection). The driveline infection had not previously been reported to the manufacturer. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. During recent communication with the patient's clinicians, it was reported that the patient's post-implant course was complicated with a driveline infection. The infection cultured positive for both an unspecified fungal organism and (B)(6). There was no specific information regarding treatment or length of duration of the driveline infection. Additional information was requested but has not been provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. No additional information was provided. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.